Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not control the tip of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.